Event description:
Per friend patient noted he needed to get his batteries from outside in his car and when he stood up he passed out and 911 was called. Device being sent to thoratec for interrogation.